Manufacturer narrative:
Although the system returned impedance errors, the patient reported receiving adequate stimulation and did not provide any timeline as to changes in stimulation or events leading up to any changes. There are no reports of any falls or other events that would be likely to have caused or contributed to lead migration or damage of implanted components. The impedance errors noted generally indicate open circuit, indicating the likelihood of a fracture within the lead itself or at the connector between the lead and ipg. The explanted devices were not returned to the firm for further investigation into the source of the impedance errors.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat knee pain. The implantable pulse generator (ipg) was placed in the anterior thigh area with the leads targeting the genicular nerves. On (B)(6) 2025 the patient was seen by a nalu representative in the medical clinic and the nalu system was noted to have impedance errors on one contact of one lead. At the time of the visit the patient reported receiving adequate stimulation, however the physician ordered xray imaging to verify lead placement. On (B)(6) 2025 a surgical revision was performed due to migration of the implanted lead as well as impedance errors in the system. During the revision the ipg and second lead were also replaced out of caution although there are no reports of any failure or malfunction of those components.